Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14f2605g shows that there is no manufacturing anomaly and no similar complaint. The involved product has not been returned at the time of this report. Based on info provided, the cone of the male luer lock connector on the access line that connects to the catheter broke off the in the lumen of the access catheter. Reportedly, the nurse initially had difficulty disconnecting the access line from the catheter and used hemostats in an attempt to disconnect. The luer lock may have been over tightened causing the cone to break off in the lumen.

Event description:
(B)(4)